Event description:
It was reported that the patient received inappropriate shocks due to an apparent lead fracture in the right ventricular lead. It was also reported that there was noise and high lead impedance observed. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.